Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2009. Lead: 694958, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning for low impedances on the right atrial (ra) lead. It was also noted that the impedance alerts had occurred previously as well. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.